Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected from the site, administered a bolus to check for blockages, and later changed the infusion set and cartridge to resume insulin delivery.